Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01317. This report is being submitted as additional information. Approximate age of device - 2 years, 11 months. Patient had recent event of rising ldh on (B)(6) 2018 addressed in MFR #(2916596-2018-03120). A correlation between the device and the reported ldh elevation could not be conclusively determined through this evaluation. The patient remains ongoing on vad support. The hmii IFU lists hemolysis as an adverse event that may be associated with the use the hmii lvas. This document explains all pump parameters including power, flow, and pulsatility index (pi). It also addresses recommended anticoagulation therapy and inr range a review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital for lactate dehydrogenase (ldh) elevation up 1300 u/l with no other signs of hemolysis in the setting of inr 3.5, no congestive heart failure exacerbations and no urine color changes. A ramp echocardiogram taken was able to completely decompress the left ventricle and the test was inconclusive for thrombus. The patient was started on cardiac heparin protocol and ldh came down nicely back to baseline. A palliative, multidisciplinary team meeting with family and patient was undertaken and per patient¿s wishes a decision was made to not pursue any aggressive therapies or surgical interventions. Inr goal was 2.5-3.5 with aspirin dose increased from 81 to 325mg daily. Ldh was 375 u/l on discharge and patient off IV heparin. The lvad team will follow the patient in clinic as an outpatient with weekly labs. No additional information was provided.